Event description:
The customer contacted baxter's technical service center regarding system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during fill 3 of 4. The home patient (hp) stated, she was asleep when the alarm occurred. The technical service representative (tsr) advised the hp that air had entered the setup. The hp stated, she disconnected herself as soon as she realized the heater line disconnected from the bag. The tsr had the hp recycle power and se 2367 alarmed. The tsr had the hp close all the clamps and recycle power again. The tsr advised the hp would need to inform the peritoneal dialysis registered nurse (pdrn) of the se 2240. The hp would start over with new supplies and the hc was operational. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The problem was confirmed based on the customer report. However, since the device was not returned for evaluation, the root cause could not be determined. This issue is being investigated through CAPA.